Event description:
The pt reportedly noticed a performance deterioration with their device. In 2002, the pt was seen by a company rep for device evaluation. Testing performed did not reveal the cause of the performance deterioration. Impedance testing indicated stable impedance values over time. Efi test indicated some current spread involving two pairs of electrodes. Programming adjustments were made. However, this did not resolve the problem. In 2003, the center requested that the device be explanted.